Event description:
It was reported that the pt was admitted to the hospital experiencing altered mental status. It was later reported that the pump and catheter were explanted due to malfunction during which time the pt was ill. Specific details of the illness were not reported. The pt recovered without sequela. Attempts to obtain add'l info have been unsuccessful. See MFR report #: 6000030-2008-00403.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.